Event description:
It was reported that the patient received an inflatable penile prosthesis (ipp) on 2020 to treat erectile dysfunction and curved penis. Two years later a surgical intervention was performed to reposition the penile prosthesis and modeling the penile plate. During the procedure prosthetic distension with progressive erosion of the left corpus cavernosum was found. No further patient complications were reported.